Manufacturer narrative:
(B)(4). Product has not been returned. Event date unknown.

Event description:
It was reported that dental implant fractured at moment of the removal. Clinician decided to left the apical portion of the implant in place .tooth location #3.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A trabecular metal implant with mtx surface (tmmb13) was received. Visual inspection of the returned product identified that the tm shell and the tm bottom had fractured off. There was noticeable wear due to usage around the tm top and the collar. Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed following inspection. Review of the DHR for tmmb13 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). D10: device availability. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.